Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 was experiencing a steady tone while activating curved shears. There was no consequence to the patient.